Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of diabetic ketoacidosis with blood glucose of 300 mg/dl. Customer had symptoms of vomiting, nausea and a high blood glucose. Customer states that this was due to her pregnancy. The auto mode on the insulin pump was active and was automatically adjusting insulin delivery during the event. The insulin pump was not returned for analysis.